Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Ortho account manager calling on behalf of customer - reporting one event of rh discrepancy on a pregnant patient. According to customer, patient with previous history of rh negative (using immucor echo method) was tested on vision analyzer using mts abd/rev grouping cards lot # 091517037-12 exp 8/14/18. 1) result from vision, showed a 3+ positive reaction with the anti-d microwell. Because of rh discrepancy, customer collected a new sample from patient and repeat testing and still saw 3+ reaction in the anti-d microwell issue started on: (B)(6) 2018 ; reported (B)(6) 2018 methodology used: vision analyzer, incubation time (for manual test only): n/a, pattern observed: positive reaction with anti-d, reaction grade obtained: 3+, customer was expecting: negative. 2) test repeated: yes - using a new sample from patient result obtained by repeating: 3+, method used to repeat: vision, other relevant details: qc for all reagents was deemed acceptable. Tsc inquired about issue and documented all pertinent complaint information. Tsc discussed clones used in gel testing and possible reason for discrepancy for anti-d. Customer further added no weak d testing was performed on sample however, customer sent sample to reference lab for confirmation. Tsc will follow up with site on result of testing from reference lab. On (B)(6) 2018, tsc followed up with customer and was told, no result from reference lab is available. Customer requests tsc to call back next week. Further added no rhogam was administer to patient at this time. Product surveillance requested the tsc call the customer again to inquire if the reference lab results are back and also to share the following: ortho's product IFU states: very weak expressions of the d antigen may also not be detected. The partial dvi epitope variant of the d antigen has not been found positive with this reagent. Other rare cells with very low copy numbers of the d antigen may need to be tested with antiglobulin and will be negative with this anti-d reagent. Product surveillance requested the tsc to ask the customer if the pregnant patient would be treated as rhd negative to prevent rhd sensitization and hemolytic diseases for infants and newborns.